Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include endoleaks, improper component placement, and vessel occlusion.

Event description:
On (B)(6) 2019 the patient was treated for an infernal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that the patient had a semi-angulated neck (less than 60 degrees), that was measured at 6 cm long. It was also reported that the patient also had some calcification that the physician was concerned about, but felt it would be ok to proceed with deployment since the artery measured 18 x 24 mm. Upon deployment of the main body gore® excluder® aaa endoprosthesis, it was noted that the gate was pinched off on the patients left side. The physician tried to engage and get through the pinched gate proximally with no success. Reportedly the physician then tried to deploy an ipsilateral limb gore® excluder® aaa endoprosthesis in the right common iliac. After deployment the physician ballooned the overlap and the neck, and tried to go up and over the bifurcation to get to the pinched gate with a soft omni trim catheter. This attempt was unsuccessful in reaching the pinched gate and the physician then tried to come from the right brachial artery, again with no success in the ability to reach the pinched gate. It was then reported that the physician decided to try the aorto-uni-iliac (aui) technique and deployed another main body gore® excluder® aaa endoprosthesis via the right common iliac artery. It was reported that the device deployed without incident and the device was ballooned into place to occlude flow going down to the original gate which was pinched. Two aortic cuff devices were also implanted to resolve an endoleak between the grafts seen in imaging during the procedure. A final angiogram showed some filling of the contralateral gate and aneurysm sac. It was reported that at this point the physician decided to try and end to procedure due to the extended length of time. They physician put an amplatzer vascular plug into the left common iliac artery to occlude blood flow to the aneurysm. The patient had a femorofemoral (fem-fem) bypass as flow was now coming down the right common iliac through the device. Reportedly there were no further issues with the rest of the surgery and the patient will continue to be monitored. The physician believes the gate was pinched due to the hard calcification at the distal neck within the patient¿s artery.